Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited loss of capture due to externalized conductors. The patient was asymptomatic to the event. The lead was capped and replaced on (B)(6) 2018 during routine device change out procedure. There were no consequences to the patient prior, during or post procedure.